Event description:
Pt was transferred from the floor to ICU for respiratory failure worsening liver function. The house staff was attempting to place a line in the ij when he could not thread (resistance was encountered) the wire guide. When attempting to remove the wire guide, the wire unraveled and a portion was left in the pt's blood vessel. Additional info was received the follwoing month: they were able to remove all but a small segment that remains in the subcutaneous tissue, not in the blood vessel. Pt outcome is unk at this time.

Manufacturer narrative:
As no product was returned for investigation, we are not able to determine the root cause of the reported separation at this time. However, a label is affixed to the spiral guide holder which warns against retracting the wire guide through rigid products, specifically needle cannula. The distal tip of this device es examined for security by tugging gently on the device by our qc department 100% prior to further processing. Without the assistance of the complaint device it cannot be determined why difficulties were encountered. Nevertheless, in an effort to minimize the potential for recurrence, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.